Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit the field service engineer (fse) checked the device and the flap thickness. The fse found the thickness was within range. The fse adjusted the thickness (5m thicker) that also within range to satisfy the requirement of the customer. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a thin flap. Additional information received states that the surgeon felt that flaps are a little thin and asked the engineer to made an adjustment to the system during a service check. There is no specific patient involved just an observation by the surgeon. The engineer increased the flap range by five microns.